Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd eclipse¿ needle experienced blood exposure/splash. It has not been specified whether medical intervention was applied as a result. The following information was provided by the initial reporter: the client informs us that a nurse has had an accident exposure to blood with the following product: bd eclipse ref 305888, lot 1805008.

Event description:
It was reported that the bd eclipse¿ needle experienced blood exposure/splash. It has not been specified whether medical intervention was applied as a result. The following information was provided by the initial reporter: the client informs us that a nurse has had an accident exposure to blood with the following product: bd eclipse ref (B)(4), lot 1805008.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 1805008. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained needles were assembled with a bd emerald syringe. The connections made between the needle and the syringe were per specification with no signs of leakage observed. The bd eclipse needle is compatible with syringes that have a conical tip, otherwise known as luer slip tip. The smartslip¿ technology has been introduced to help ensure a secure connection is made with luer slip syringes. It has been designed to reduce the risk of needle disengagement from these syringe types. Smartslip technology is compatible with both luer slip and luer lock connections. It is recommended that the instructions for use are closely followed when using the eclipse needle and that the needle is firmly pushed and the clip is verified as activated. If a strong resistance is felt, a push while twisting method may be used.